Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), bipolar disorder ('psychological or psychiatric problems-condition: bipolar disorder') and genital haemorrhage ('general abnormal bleed') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, bipolar disorder, gravida (2), parity 2 ((B)(6) 2006), abdominal pain, nausea, kidney stone, lower abdominal pain, urinary urgency, burning micturition and gravida. Concurrent conditions included painful intercourse, vaginitis bacterial, vaginal irritation, vaginal discharge abnormality, vaginal odor, fatigue, tuberculosis, polyuria, irregular menstrual cycle, back pain, nipple discharge, headache, tendency to bruise easily, hair loss, hot flashes, seasonal allergy, stress, mood swings, pre-menstrual tension syndrome, concentration impairment, vulvovaginitis and menometrorrhagia. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam from (B)(6) 2004 to (B)(6) 2006, dextropropoxyphene napsilate;paracetamol (darvocet-n), hydroxyzine since 2002, lamotrigine (lamictal) since 2002, levofloxacin (levaquin), metronidazole (flagyl), norethisterone (nor-qd) from (B)(6) 2006 to(B)(6) 2006, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006, quetiapine fumarate (seroquel) from (B)(6) 2004 to (B)(6) 2008, valproate semisodium (depakote ER), venlafaxine hydrochloride (effexor) from (B)(6) 2004 to (B)(6) 2008 and zolpidem tartrate (ambien). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems-condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems-condition: depression/psych injury"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, abdominal pain and vaginal discharge had resolved and the bipolar disorder, anxiety, depression and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: earlier she underwent hysterosalpingogram lab test and now as per pfs it was reported she did not underwent. Bilateral fallopian tube cannulation to induce occlusion by placement 0 select all injuries resolved post-removal pain, bleeding, bladder/urinary she had received treatment for pain,psychiatric disorder,vaginal infection and bladder disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test on (B)(6) 2006: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal infection, abnormal vaginal bleeding, pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event added: dyspareunia (painful sexual intercourse). Event outcome updated for: abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), bipolar disorder ('psychological or psychiatric problems-condition: bipolar disorder') and genital haemorrhage ('general abnormal bleed') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, bipolar disorder, gravida (2), parity 2 ((B)(6) 2006), abdominal pain, nausea, kidney stone, lower abdominal pain, urinary urgency, burning micturition and gravida. Concurrent conditions included painful intercourse, vaginitis bacterial, vaginal irritation, vaginal discharge abnormality, vaginal odor, fatigue, tuberculosis, polyuria, irregular menstrual cycle, back pain, nipple discharge, headache, tendency to bruise easily, hair loss, hot flashes, seasonal allergy, stress, mood swings, pre-menstrual tension syndrome, concentration impairment, vulvovaginitis and menometrorrhagia. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam from (B)(6) 2004 to (B)(6) 2006, dextropropoxyphene napsilate;paracetamol (darvocet-n), levofloxacin (levaquin), metronidazole (flagyl), norethisterone (nor-qd) from (B)(6) 2006 to (B)(6) 2006, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006, quetiapine fumarate (seroquel) from (B)(6) 2004 to (B)(6) 2008, valproate semisodium (depakote ER), venlafaxine hydrochloride (effexor) from (B)(6) 2004 to (B)(6) 2008 and zolpidem tartrate (ambien). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems-condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems-condition: depression/psych injury"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, dysmenorrhoea, abdominal pain and vaginal discharge had resolved and the bipolar disorder, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: earlier she underwent hysterosalpingogram lab test and now as per pfs it was reported she did not underwent. Bilateral fallopian tube cannulation to induce occlusion by placement 0 select all injuries resolved post-removal pain, bleeding, bladder/urinary she had received treatment for pain,psychiatric disorder,vaginal infection and bladder disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2006: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal infection, abnormal vaginal bleeding, pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received:event 'abdominal pain','genital bleeding', 'vaginal discharge' were added.outcome of event pelvic pain changed recovering to recovered and abdominal pain,dysmenorrhea,vaginal infection,vaginal discharge,genital bleeding added as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and bipolar disorder ('psychological or psychiatric problems-condition: bipolar disorder') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, bipolar disorder, gravida (2), parity 2 ((B)(6) 2006), abdominal pain, nausea, kidney stone, lower abdominal pain, urinary urgency, burning micturition and vaginal delivery. Concurrent conditions included painful intercourse, vaginitis bacterial, vaginal irritation, vaginal discharge abnormality, vaginal odor, fatigue, tuberculosis, polyuria, irregular menstrual cycle, back pain, nipple discharge, headache, tendency to bruise easily, hair loss, hot flashes, seasonal allergy, stress, mood swings, pre-menstrual tension syndrome, concentration impairment, vulvovaginitis and menometrorrhagia. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam from (B)(6) 2004 to (B)(6) 2006, dextropropoxyphene napsilate;paracetamol (darvocet-n), levofloxacin (levaquin), metronidazole (flagyl), norethisterone (nor-qd) from (B)(6) 2006 to (B)(6) 2006, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006, quetiapine fumarate (seroquel) from (B)(6) 2004 to (B)(6) 2008, valproate semisodium (depakote ER), venlafaxine hydrochloride (effexor) from (B)(6) 2004 to (B)(6) 2008 and zolpidem tartrate (ambien). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems-condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems-condition: depression") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the bipolar disorder, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, bipolar disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: earlier she underwent hysterosalpingogram lab test and now as per pfs it was reported she did not underwent. Bilateral fallopian tube cannulation to induce occlusion by placement 0. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test on (B)(6) 2006: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal infection, abnormal vaginal bleeding, pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- events-¿ abnormal bleeding (vaginal, menorrhagia), vaginal infection, anxiety/mental anguish, depression, bipolar disorder and dysmenorrhea¿, reporter information, medical history, concomitant drug and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.